Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported by customer that cs300 intra-aortic balloon pump (iabp) displayed a possible fiber optic alarm and requested the unit to be evaluated. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found autofill alarms in the logs, and a lot of condensation in the lines and safety disk. To address the issue, the fse purged the machine of all condensation, then replaced the purge filter that had contaminants inside. The stm replaced the condensation removal module to get rid of the excess condensation. Finally, the stm verified the iabp was calibrated within tolerance, then performed functional and safety test. The unit passed all tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by customer that cs300 intra-aortic balloon pump (iabp) displayed a possible fiber optic alarm and requested the unit to be evaluated. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.